Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were electrically abandoned and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there were high, elevated thresholds on both the right atrial (ra) and right ventricular (rv) leads. Reprogramming was performed, and both leads remain in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.